Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, svt episodes were stored as vt episodes in device. The device was reprogrammed and remains implanted.